Event description:
Reference number (B)(4) event occurred in the united kingdom it was reported that patient faced infusion set cannula kinked event on (B)(6)-2024. The event occurred within three or more hours after insertion. The insertion site was abdomen. The blood glucose level was 24.3mmol/l and the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available